Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed battery voltage immediately following a battery change was low. Investigation was unable to proceed further due to an unrelated issue reported on medwatch report # 2531779-2017-07310.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.